Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports a patient had an existing mahurkar triple lumen subclavian catheter and needed dialysis catheter. A guidewire from the dialysis catheter was inserted through the tlc for purposes of change-out but was met with resistance and at some point sheared off inside the patient, necessitating intervention and extraction by ir. There were no complications as a result of this procedure by ir. Patient was discharged without negative sequelae.